Event description:
A physician reported that variability in flap thickness was noted that the peripheral thickness was ten to twenty microns greater than the intended measurement resulting in thick flap in left eye during refractive surgery. Since the measurements were taken on the day after surgery, when the flap had not yet fully stabilized, and considering the potential reliability issues of the measurements, it is not possible at this stage to conclude that the patient interface cone alone is responsible. This did not cause any harm to the patient. There are two related reports for this patient. This report addresses the patient fm, left eye and another manufacturer report will be filed for the fellow eye

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer, field service engineer performed and signed service installation record. The device meets specification as per service installation record. No associated service visit for the reported event could be identified. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about sixty nine seconds before the start of the treatment and not immediately before the treatment. The beam control check resulted in a correction of seventeen microns. The treatment of the patient's left eye was finished successfully without any issue. As no treatment report was provided the cutting settings cannot be evaluated. The thickness of the flap was one hundred thirty microns which is the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No complaint-related product was received for investigation. Based on the available data no conclusive root-cause could be identified. No technical cause for the reported event could be identified. The manufacturer internal reference number is: (B)(4).